Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
Rp 011810 - the dentist reported that after 20 days dental implant was installed in intraoral region 7#, its non-osseointegration was observed. In addition, 35ncm of primary stability was achieved, the patient presented bone type IV, immediate implant procedure was performed and bone graft was executed.